Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted on an unk date with a non-synthes cage and synthes screws, locking caps and rod at an unk level. Pt developed a lscs infection post operatively on an unk date. Pt was returned to operating room to remove the product and encountered problems with a screwdriver removing the locking caps resulting in a damaged screwdriver tip. All hardware was removed and it is not known if any new hardware was implanted. No further information is available. This is 5 of 6 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received.